Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Caller reported that the customer was hospitalized with diabetic ketoacidosis for a week leading up to the call. Caller reported that the insulin pump showed numerous rewinds and no delivery alarms being returned. Blood glucose level at the time of the hospitalization was not provided. During troubleshooting, caller reported that the insulin in the tubing appeared to be crystallized. Blood glucose level at the time of the call was not provided. No further information was provided.